Manufacturer narrative:
Information was received from a foreign source who is not required to complete form 3500a. Other device used: catalog #00999001740, zmr hip system femoral body revision spout body porous, lot #51519000. Evaluation summary: cause cannot be definitively determined. Evaluation summary: the taper stem has fractured at the junction with the spout body. Sem analysis shows that the fracture has occurred by fatigue. The package insert contains statements warning that device fractures may occur where excessive patient weight, excessive patient activity, or lack or proximal support of the body are involved. Not all of these factors are known for this case. There is no indication that design or manufacture of the device contributed to the outcome described here. Based on the available information, the need for corrective or remedial action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer considers the investigation closed.

Event description:
It is reported that the device was implanted in 2006. Approximately 1 year post-op, stem broke while patient was walking. Revision surgery occurred in 2007.